Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia/hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pod alarmed without an error message provided. The patient was unable to reset the alarm and removed the pod. The patient's blood glucose rose to 370 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient injected 3 units of insulin utilizing an insulin pen. The patient went into hypoglycemia and fainted. The patient's husband gave her concentrated juice and the patient re-gained consciousness. The patient's bg levels were noted to be 40 mg/dl.